Manufacturer narrative:
The device was received for evaluation. Functional testing and a review of the event history log were performed and did not identify any issues related to the customer reported condition. Flow rate accuracy testing was performed and delivered within specification. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump failed flow rate accuracy test. The pump's rate and vtbi was set to 25ml for both. This occurred during testing in the trauma ICU department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.